Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw cortex /unknown lot number. Device is not expected to be returned for manufacturer review/investigation. 510k unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of the ankle. Two cortex screw heads were removed from the tibia after breaking. Procedure was completed successfully. This report is 1 of 1 for (B)(4).